Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the staples did not form correctly. A like device was used to complete the procedure. There was no pt consequence.